Event description:
Related manufacturer reference number:1627487-2022-05709. It was reported that the patient experienced a potential infection at the lead incision site. As a result, the patient was hospitalized and received intravenous antibiotics.

Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received.

Event description:
Additional information indicates the infection has since been resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.